Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced repeated low blood glucose events while using the ilet, including a confirmed glucose of 46 mg/dl with approximately 4 units of insulin on board and pump low alerts active; the caregiver reported multiple daily lows and concern that the system was delivering too much insulin, and ilet data were downloaded for review. Symptoms included hypoglycemia without loss of consciousness. Outcomes included need for caregiver assistance and treatment with oral carbohydrates and glucagon, with recovery to a glucose of 76 mg/dl during the call and no hospitalization. Investigation included case review, troubleshooting, education on hypoglycemia treatment, and retrieval of device data for analysis. Investigation of this case revealed that the cause of hypoglycemia remained unclear based on available information and that the device was functioning with active low alerts; no device component malfunction was identified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.